Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The rewind functioned properly during testing. The insulin pump primed properly and no prime alarm was noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were unable to place the reservoir into the insulin pump. The wife reported that the piston appeared to be stuck in the half way. The wife stated they were unable to exit from the preparing to prime loop. It was slo found the customer was stuck nt he rewind complete/bolus delivery loop. Customer's blood glucose was 180 mg/dl at the time of incident. The customer also reported the drive support cap appeared to be normal. Troubleshooting was unable to resolve the issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.